Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an instrument in universal surgical manipulator (usm) 4 was moving in the opposite direction. Troubleshooting began with advice to change out the instrument in usm 4, which the customer planned to try later in the case. The procedure was completing as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument that was installed on usm 4 that moved in the opposite direction was the cadiere forceps. The issue did occur with the surgeon¿s head inside the surgeon console. The issue was not resolved during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the cadiere forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.